Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) determined that the reported event was caused by a dp board failure, based on the following information obtained from the investigation. The cause of the dp board failure could not be identified. -the reported event was reproduced during the evaluation of the device by olympus service operation repair center (sorc). -as a result of the cause investigation, it was found that the reported phenomenon was caused by the failure of the dp board. -the device was not returned to omsc. -there was no information on the location of the dp board failure or the cause of the failure. The device has no repair history for the past year. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. The reported event was caused by a dp board failure. As a result of the evaluation, the following was confirmed. An abnormal noise was generated from inside the device due to damage to the resin spacer. The lock of the video connector socket did not work. The plastic part of the dvi out terminal was damaged. The battery was exhausted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was displayed and disappeared repeatedly. In addition, when the body of the device was shaken, there was a rattling noise inside the device. There was no report of patient injury associated with the event. This device is a dealer equipment and scheduled for sale.